Manufacturer narrative:
Added new information to sections b5, d9, h4, and h10 to this supplemental report. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a faulty scope socket (corroded pins). Cosmetic wear and tear. The top cover vent was clogged. The power switch was upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer provided follow-up information. The therapeutic procedure performed was a colonoscopy. The procedure lasted thirty minutes with no delays, cancellation or postponement. The procedure was completed using a similar device. There were no other devices connected to the subject device at the time of the failure. There was no medical intervention or harm to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e2, e3 and g2. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a failure of the lamp or scope socket which caused the image to continue to disappear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the light continues to go out during procedures when using the evis exera iii xenon light source. There were no reports of patient harm. There was no further information reported regarding the procedure at this moment.